Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per (B)(6), this lead was capped due to high impedances and loss of capture. The implant date provided is before the manufacture date of the lead, so that field was left blank.